Event description:
The following allegation was reported to davol by the patient's sister: it is alleged that the patient was implanted with a bard/davol 3d max mesh during a laparoscopic right inguinal hernia repair procedure performed in (B)(6) 2013. Approximately three to four months post implant procedure, it is alleged that the patient began experiencing pain and bulging at the hernia repair site. Reportedly, the patient returned to his implanting surgeon for examination and a recurrence was identified at the same location via CT scan. Reportedly, the patient is unable to take pain medication due to unrelated medical issues. It is reported that on (B)(6) 2015 the patient underwent a revision procedure, and that during this procedure another larger (unknown) mesh was placed over the 3d max mesh. Reportedly, since the revision procedure the patient is doing "okay".

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It is alleged that the patient was treated for a hernia recurrence, which is a known possible adverse reactions listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If the requested information is obtained, a follow up MDR will be submitted.